Event description:
The customer received a questionable phenytoin result on their c501 analyzer. The patient's initial phenytoin result was 0.0 ug/ml accompanied by a data flag. The analyzer auto-repeated the sample and the repeat result was 0.0 ug/ml accompanied by a data flag. 0.0 ug/ml was reported outside the laboratory. On (B)(6) 2012, a nurse called the laboratory to question the result was the patient was on dilantin. The original specimen was tested on another c501 analyzer and the result was 13.9 ug/ml. The specimen was then repeated on the original c501 analyzer and the result was 12.7 ug/ml. The nurse was notified of the discrepancy. The customer is unable to provide information on whether there were any adverse events. The phenytoin reagent lot number was 64018901 and the expiration date was 08/31/2012. The field service representative found a faulty sample probe. Prior to repairs, he ran an instrument check with failing results. He replaced the sample probe and made necessary adjustments. He repeated the instrument checks with passing results. The instrument passed all controls and was returned to service.